Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a defibrillator implant procedure, the right atrial lead exhibited loss of sensing, loss of capture and low impedance. The lead insulation was also noted to be damaged. The lead was successfully capped and replaced.